Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va33rg5, implanted: (B)(6) 1900, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturing representative (rep). They reported that patient went on for their stage 2 procedure. Post implant, prior to suturing the pocket. Impedance check was done again and all 4 electrode where in the green. No impedance issue at this time.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that there was a lead issue. The impedance was off for the stage 1 electrode 0. Additional information was received from a manufacturer representative (rep). The rep reported that the issue was first noted in post op on (B)(6) 2025. The cause was unknown, but they think there may have been moisture on the end of the lead when connected to the percutaneous extension. On (B)(6) 2025 when the patient had the stage 2 procedure, the percutaneous extension would be removed and dried off and connected to the implantable battery. This had not yet been resolved. It was noted that the doctor was notified the day of the stage 1 of this event. They said they would see what happens when they do the stage 2 and felt this will resolve at time of battery implant.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot#: va33rg5, implanted: (B)(6) 1900, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 26-nov-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.